Event description:
It was reported that, "the doctor was implanting the 26mm x 267 mm modulary hip stem. The handle was attached to the stem, doctor inserting and the inner thread mechanism broke and he was unable to detach the handle from the stem. Dr used a midas rex high speed metal cutting bar, and cut the handle in half."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.